Event description:
A plastic piece of the stat broke off during an intubation. Did not enter the patient's airway. Upon looking at the stat is appeared that they had the old style stat and that more than likely it was expired and shouldn't have been used.

Manufacturer narrative:
The device was not returned for evaluation.